Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was performed for provided lot number 9030851. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 1 picture sample was received for evaluation by our quality team. Through examination of the picture, the photo shows a packaging blister with the lot number and a thorough sample analysis could not be performed based on the picture provided. During the manufacturing process a vision system inspects 100% all the products for clogged needles. Investigation conclusion: our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Root cause description: the cause for this defect could have resulted from stopper of the vial inducing the clogging, however an exact cause could not be identified. Rationale: further action has not been determined necessary at this time.

Event description:
It was reported that needle precisionglide 30x1/2in was clogged. This was discovered during use. The following information was provided by the initial reporter: customer complains that the needles are clogged. They mentioned that they had previously reported a complaint, a replacement process was carried out and now it has occurred again. It happened 15 days ago, also last week and today (09/22) in a surgical procedure. When the professional tried to apply the medication they noticed that it was clogged.